Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is available. Note: the date of manufacture is unknown. The date listed is the date abbott diabetes care became aware of the issue. Per the user's manual for the precision xceed pro meter, the port protector is to be removed in the following manner, "lift the port protector from its left or right edge. Pull gently away until the protector separates from the monitor." The diagram in the user's manual showing the removal process does not indicate the use of a tool. The poc coordinator did not follow the user's manual instructions in removing the port protector, and the injury was due to user error.

Event description:
A point of care coordinator reported an injury to her hand while trying to remove the port protector from a precision xceed pro poc meter with a screw driver. The poc coordinator reported that the screw driver slipped and injured her hand, requiring her to go to the emergency room and receive glue stitches. The customer reported the date of injury was (B)(6) 2010, and the date she received medical service for her injury was (B)(6) 2010. There was no report of death or permanent injury associated with this case.